Manufacturer narrative:
Concomitant medical products: clopidogrel and asa. (B)(4). Evaluation: results: inherent risk of procedure (myocardial infarction).

Event description:
During index procedure the patient had 3 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. On the same day as procedure the patient suffered a mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. Ref MFR# 9612164-2012-00115, 9612164-2012-00116.

Manufacturer narrative:
(B)(4).